Event description:
The physician reported that during the routine follow-up of the device, it was unexpectedly programmed to nominal mode. Preliminary analysis revealed that the device was in fact reset, resulting in the nominal programming of the device.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis pending.